Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection, and the implantable cardioverter defibrillator (ICD) and lead eroded out of the pocket. The system was explanted. No further patient complications have been reported as a result of this event.